Event description:
It was reported the patient was scheduled for a CABG and aortic valve replacement on 15 july 2009. During the procedure, prior to cutting the last suture, the surgeon was testing the opening of the leaflets when part of a leaflet was noticed to be fractured. Information obtained seemed to indicate it was difficult to remove the patient from bypass; however, they were able to do so, and the procedure was concluded successfully. Additional information received stated, the valve was not manipulated or attempted to be rotated during the procedure. A larger 19 mm sjm valve was implanted (model and serial number are unknown).